Event description:
It was reported that the patient's vns device was disabled due to a chronic cough. The physician was unsure regarding the cause of the cough. The physician felt that there may have been damage to the nerve, or that the nerve may have been aggravated during the patient's most recent replacement surgery. No other relevant information has been received to date.